Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message 'average pen value is too high' while attempting to complete calibration. It was noted that the stylus was working fine beforehand. It was further noted that the caller tried a new stylus and that resolved the issue. The programmer remains in use. There was no patient involvement.